Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that their insulin pump alarmed power error detected. Customer was assisted with power error detected troubleshooting. Customer's blood glucose level was 184mg/dl at the time of incident. Customer's father stated that they have previously called to report the power error detected alarm and it recurred within a week of troubleshooting. The customer's father was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.